Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issue was observed. Reader powered on with home button. Connected the reader to a computer using a usb (universal serial bus) cable and observed ¿connected to pc¿ message. Message was not observed when the reader was unplugged. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the abbott diabetes care (adc) device. A caller reported on behalf of a (child) customer who received a "pc/connected to computer" message with on their adc device but their device was not connected to a computer. The customer was unable to obtain reading and experienced headaches and vomiting. A capillary result of 227 mg/dl was obtained from an unspecified device and the customer was administered insulin (type/doe unknown) for treatment. Consequently, the customer became hypoglycemic and was provided fruit juice and then taken to the emergency room. The customer was hospitalized and a blood glucose result of 46 mg/dl was obtained and glucagon infusion was administered for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A display message was reported with the abbott diabetes care (adc) device. A caller reported on behalf of a (child) customer who received a "pc/connected to computer" message with on their adc device but their device was not connected to a computer. The customer was unable to obtain reading and experienced headaches and vomiting. A capillary result of 227 mg/dl was obtained from an unspecified device and the customer was administered insulin (type/doe unknown) for treatment. Consequently, the customer became hypoglycemic and was provided fruit juice and then taken to the emergency room. The customer was hospitalized and a blood glucose result of 46 mg/dl was obtained and glucagon infusion was administered for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.